Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 460 mg/dl. The customer treated for the high blood glucose readings with a pen. The customer stated that he had three reservoir set failures in the past four days. The customer stated that there are air bubbles in the reservoir. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer will be sent replacement sets.

Manufacturer narrative:
Evaluated three random sealed reservoirs. Performed pre-fill test to reservoirs. Reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated one opened/used reservoir. Performed pre-fill test to reservoir. Reservoir passed per inspection. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.